Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the oscillating saw attachment device was broken and torn off. It was further determined that the saw blade holder was broken in half and the housing was corroded internally. It was further determined that the device failed pretest for check the quick coupling for saw blades. It was noted in the service order that the device did not work properly, and it often stopped. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.